Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (52 mg/dl), and was delirious and shaking. Reportedly, customer accidentally over delivered when addressing a blood glucose level. Customer took a "boost", and ate food to stabilize blood glucose levels.